Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-04733. It was reported that the patient has ineffective therapy. Reprogramming was attempted, but unsuccessful in restoring therapy. The patient may undergo surgical intervention to address their issue.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. As a result, one lead was cut out and will not be returned. A new lead was implanted with 2 new anchors. One anchor was removed and another anchor was moved up. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2019, the patient underwent surgical intervention wherein the patient had one lead cut, explanted and replaced. Unknown which of the patient's two leads was explanted. Effective therapy established post op.